Event description:
It was reported that the nicu nurse trying to start therapy and flow rate (fr) was 0lpm in an arctic sun device. Guided to diagnostics, system hours 3203, pump hours 367, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 18 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique, but no change in diagnostic values was observed. Tried stopping therapy and draining pad to place device in manual control, however the device alerted a failure to completely empty the pad (alert 07). A second device (sn: (B)(6) was retrieved. Therapy was initiated on the new device, and diagnostics were reviewed system hours 4092, pump hours 1200, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 45%, flow rate (fr) was 1.1lpm. Explained relationship between heater capacity and water flow rate (wfr). No further calls from this account last night.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. At this time, the root cause of the reported event could not be determined. It was reported that the nicu nurse trying to start therapy and flow rate (fr) was 0lpm in an arctic sun device. Guided to diagnostics, system hours 3203, pump hours 367, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 18 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique, but no change in diagnostic values was observed. Tried stopping therapy and draining pad to place device in manual control, however the device alerted a failure to completely empty the pad (alert 07). A second device (sn: (B)(6) was retrieved. Therapy was initiated on the new device, and diagnostics were reviewed system hours 4092, pump hours 1200, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 45%, flow rate (fr) was 1.1lpm. Explained relationship between heater capacity and water flow rate (wfr). No further calls from this account last night. A DHR review is not required as the serial number is unknown. The instructions-for-use are found to be adequate. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse trying to start therapy and flow rate (fr) was 0lpm in an arctic sun device. Guided to diagnostics, system hours 3203, pump hours 367, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 18 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique, but no change in diagnostic values was observed. Tried stopping therapy and draining pad to place device in manual control, however the device alerted a failure to completely empty the pad (alert 07). A second device (sn: dyfqal010) was retrieved. Therapy was initiated on the new device, and diagnostics were reviewed system hours 4092, pump hours 1200, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 45%, flow rate (fr) was 1.1lpm. Explained relationship between heater capacity and water flow rate (wfr). No further calls from this account last night.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.